Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The escape button did not respond due to corroded keypad trace. The insulin pump had moisture damage on the electronic assembly. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that she had recently been thrown into a swimming pool while wearing the insulin pump. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.